Event description:
During a mo in 2004, pt experienced erratic blood glucose (40-400 mg/dl). After replacing the insulin cartridge, blood glucose would substantially increase. Pt would self-treat, by programming a bolus, and with 45 minutes, their blood glucose would drop into the 40 mg/dl range. Pt stated that the device "provided an uneven amount of insulin." No error messages were generated by the device. At that time, pt switched to back-up device.